Event description:
Pt had obtained glucose results of 279 mg/dl and 336 mg/dl on the suspect device. He doesn't remember much of what happened later except that his wife found him unconscious. The emergency medical technician's got a blood glucose result of 55 mg/dl on their meter and also tested on pt's device and blood glucose was 116 mg/dl. He was treated with glucose intravenous.

Manufacturer narrative:
Standard disclaimer on file.